Event description:
The reporter stated that the surgeon had inserted an aa4203tl toric single piece silicone lens into patient's eye with no problems, however due to patient having a pre-existing weak capsule, the lens wouldn't stabilize in the bag so the surgeon removed the lens without enlarging the incision. Another type of lens was inserted. There was no complaint against this lens. This is the second of two incidents to occur on this same patient. See manufacturer report number 2023826-2006-01724 for the first incident.